Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular epicardial lead threshold and pacing impedance drastically increased. The lead was explanted. A replacement epicardial lead was attempted and acceptable threshold were unable to be obtained. The lead was not used and the physician elected to implant two screw-in leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.